Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: periprosthetic fracture. Review of event description: it was reported that the patient received an left hip implant on (B)(6) 2008 and was revised on (B)(6) 2017 due to periprosthetic fracture near the stem. All components: durom resurfacing cup (ref:(B)(4), lot:2418456), metasul large head (ref:(B)(4), lot:2289288 ) and cls varus stem (ref:(B)(4), lot:2418965) were removed. Review of received data: no medical data such as x-rays, surgical notes, case-relevant documents other than UK njr database entry were received. In njr database, the "malalignment", "wrong sizing" , "aseptic loosening", "lysis" and "wear of acetabular component" in the reason of revision field are marked as "no". Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary: it was reported that the patient was revised due to periprosthetic fracture. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. In general, bone fracture could be due to device-related factors like malpositioning, wrong size component and stem loosening, as well as patient factors like bad bone quality, inappropriate activity and trauma incident. Although njr database provide information regarding the revision reason, those possible root cause could not be excluded as neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received to confirm those data. Moreover, patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and whether the patient underwent trauma are unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
UDI#: (B)(4). Concomitant medical products: metasul durom, component for acetabulum, 56/50, code p, catalog no# 0100214056; lot no# 2418456; metasul ldh, head, 50, code p, taper 18/20, catalog no# 0100181500; lot no# 2289288. Therapy date: (B)(6) 2017. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to periprosthetic fracture.